Event description:
Consumer claimed that while using the flosser it got stuck between his teeth. When he pulled it out, part of his tooth broke. His dentist says he may now need a cap. He would like us to pay his dental bill.

Manufacturer narrative:
Tooth fracture and filling/crown loss are well-documented issues when using dental floss. A proper dental restoration will not come out when using flosser. The loss of a filling can occur when a dental restoration that is unsound or at the end of its life is subjected to the forces occurring during normal dental hygiene. Teeth that have improper or end-of-life dental restorations can have sharp edges which would cut and shred dental floss. The use of dental floss with an improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage. The dental floss was not returned to the manufacturer, no lot number was given, so we could not perform a full investigation. At this point, before the investigation is completed, there is no indication that the flosser has malfunctioned. This is being reported because the consumer had tooth breakage which is considered a reportable event.